Manufacturer narrative:
Unit passed the rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call of receiving no delivery alarms. Customer did not have a back-up plan. Customer's blood glucose was 500 mg/dl. During troubleshooting, insulin was able to exit with a 5.0 unit fixed prime. Customer removed site and it was found that cannula was bent. Insulin pump would be replaced per customer's request.